Event description:
In 1984, rptr received a total of 21 electro convulsive therapy treatments. He was not informed that convulsions cause brain damage. The resulting memory loss from brain damage was more disabling for him than the original problem. In rptr's mind ect is totally political and has nothing to do with treatment; it's a form of social control and nothing more.